Event description:
Customer reported being unable to test due to his adc blood glucose meter turning on with button press but not with test strip insertion. Customer further reported that on the (B)(6) 2015 at 1:00 a.m. He experienced dizziness and self-presented to a local hospital where a blood glucose result of "300 something" was obtained on an hcp meter. Customer was diagnosed with hyperglycemia and administered unspecified intravenous treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.